Manufacturer narrative:
The reported event of cardiac perforation, unacceptable threshold, r-wave amp variation, and low pacing impedance was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with stylet inserted inside the lead. X-ray inspection found that the inner coil inside the connector region was overtorqued. X-ray examination found the helix bent/stretched, consistent with procedural damage. Unable to perform helix mechanism test due to the helix being bent/stretched, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being bent/stretched and overtorqued inner coil. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
It was reported that during a follow-up, high threshold, low sensing, and a decrease in pacing impedance were noted on the right ventricular (rv) lead. Chest x-ray revealed cardiac perforation. After explanting the rv lead, it was noted that the helix could not retract or extend. The rv lead was replaced. There were no adverse health consequences, the patient was stable.